Event description:
It was reported that pump displayed malfunction code 12 with associated fault information, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction reoccurred, and caller acknowledged and understood instructions.